Event description:
A peritoneal dialysis (pd) pt reported placing himself in a stat drain on (B)(6) 2015 when he woke because he felt very full. He was instructed by his pdrn to perform manual exchanges throughout the day. He then performed a manual fill of 1000ml prior to starting continuous cycling peritoneal dialysis (ccpd). Pt chose to cancel his treatment for the night and follow-up with his pdrn in the morning per technical supports recommendation. Drain 0: 205 ml; fill 1: 2203 ml; drain 1: 1627 ml; fill 2: 2203 ml; drain 2: 5018 ml. The reported drain 2 volume of 5018 ml was 228% over the expected drain volume which resulted in a reportable device malfunction for increased intraperitoneal volume (iipv). The pd nurse was contacted and said the pt has been performing manual treatments to meet an unusual work schedule. Although there were no reported missed treatments, his nephrologist did not feel he was being compliant within those treatments and was instructed to undergo two hemodialysis treatments. Dates of hd treatment were not provided. The pdrn stated the pt's work schedule has stabilized and he is performing effective treatments on the cycler again. She does not think the reported volume drainage increase is product related.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.